Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no weak battery alarm, failed battery test and unexpected battery out limit alarm noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received failed battery alarm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they had failed battery after getting a battery cap replacement. It was reported that they had battery out limit during normal use and also stated that the failed battery was recurring. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.